Event description:
The following has been reported: biomed reported: "no patient harm. An IV pump that is having an issue. Staff states that the pump is saying "service needed." Staff also found that the bottom left cassette holder pin is not retracting fully, tried cleaning multiple times with no success. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.